Manufacturer narrative:
Patient information was not available at the time of this report. Device manufacture date not available at this time. Software evaluation has not yet been completed.

Event description:
Surgeon reported registration resulting with inaccuracy in the trajectory views while in a spine procedure. The surgeon stated that post lumbar fluoroscopy merge registration he was inaccurate in trajectory views but orthogonal and fluoro images were accurate. Following troubleshooting with medtronic technical services, he changed the orthogonal views and did the last part of merge again and he was then accurate. Surgeon opted to continue the surgery with the use of the stealthstation. There was no impact on patient outcome.